Manufacturer narrative:
Lot number not provided so DHR review not possible. Sample was not available for return so sample evaluation not possible. Patient's weight not provided so estimate used in this report. The root cause of the upper lip injury is not known. Product use including warnings and precautions reviewed with team at the hospital.

Event description:
It was reported that an anchor fast oral endotracheal tube fastener was in use on a patient. After 2 days, the staff observed a pressure injury on the patient's upper lip under the anchor fast device. The upper lip injury progressed into a full thickness injury extending through the patient's upper lip. The upper lip injury was surgically repaired.